Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. Upon review, the small r-waves were observed but appeared to be noise. Oversensing was noted, but the cause is unknown. The patient presented in hospital for device pocket manipulations; however, noise was not reproducible. Programming changes were made. The patient was fine.